Event description:
Baxter reported, "a patient's adapter of the transfer set came off from the ti-adapter." There was no patient injury or medical intervention associated with this incident according to baxter.